Event description:
It was reported that the patient experienced light-headedness. It was also noted that the right atrial (ra) lead exhibited intermittent atrial over-sensing on stored electrograms (egm). Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).